Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.